Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient still has incontinence and that the device ¿helped some¿. She stated in the past she increased stimulation to a point where it was uncomfortable. She mentioned in the last week she noticed a shocking sensation and yesterday she really noticed it and said ¿ it killed me¿. She also mentioned a "sudden shock in her left leg starting from the ins". She called healthcare provider (hcp) and was instructed to turn stim off. It was reported that the patient did not have her programmer with her during the call. Patient also mentioned that she did not have any falls/trauma. It was mentioned by the patient that patient services redirected her to the healthcare provider (hcp) since she was still in pain and the device was off. Patient also mentioned that she had brain tumor and was told she would have some neuropathy from that. No further complications were reported or anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that their incontinence and shocking sensation from the ins had been resolved. No further complications were reported at this time.